Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, a company representative reported the patient was hospitalized for dka. Through troubleshooting it was found that the patient was simulating boluses and was not actually delivering insulin for elevated readings. Upon follow up with the patient's mother on (B)(6) 2011, she stated the patient began vomiting and was lethargic on (B)(6) 2011 and by reviewing his blood glucose meter found that his blood glucose ranged from 400-hi mg/dl. The patient tested positive for ketones and she took him to the hospital where he was diagnosed with dka and had a lab blood glucose value of 545 mg/dl. The patient was then disconnected from the infusion device and treated with an insulin IV. Prior to the call the patient's blood glucose measured 261 mg/dl. His normal blood glucose range is 80-150 mg/dl. He was released from the hospital on (B)(6) 2011. The patient was recently diagnosed with pancreatitis and this has caused additional stress. The patient stated e4 (occlusion) errors had been displayed and he cleared by disconnecting from the infusion site and priming. The adapter had been in use for over 1 year and the mother was advised to change with every 10th insulin cartridge change. Due to reported e4 errors, the adapter was requested to be returned for evaluation.